Event description:
The rn taking care of the pt noticed that the screen on the ventilator went blank. The monitor then went through a setup process. The nurse immediately manually vetnilated the pt while the respiratory therapist was paged. The therapist thought they smelled an electrical odor coming from the inlet filter fan. The nurse could not recall if there were any audible alarms at the time. The ventilator was changed out to another.